Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the deflation was bilateral. The left implant was deflated too. The date of explantation was (B)(6) 2019. The replacement devices were allergan non-mentor breast implants manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/26/2020, it was reported to mentor that the deflation of the right breast implant was spontaneous. The patient had asymmetric bilateral breast augmentation. Pre-operatively both implants were deflated completely. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/7/2019, mentor became aware that this information was erroneously omitted: the facility name: (B)(6). Facility zip code: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/7/2020, during visual inspection of the device two creases were noted, one of them on anterior aspect and second in the posterior aspect. Also a tear was observed within the crease noted in the anterior aspect measuring approximately 7.5 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/16/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Both implants were damaged upon removal. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: a mentor smooth round moderate plus profile 250cc, catalog number 3502250, sn (B)(4), lot 6684039. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 250cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2019.